Event description:
It was reported that on (B)(6) 2010, the patient underwent stenting in the left main trunk to the proximal left circumflex coronary artery with one xience v stent. On (B)(6) 2010, a coronary catheterization found the xience v stent to be patent. On (B)(6) 2011, the patient had silent ischemia with a positive stress test. On (B)(6) 2011 the patient was admitted to the hospital and on (B)(6) 2011, the patient under went coronary artery bypass graft surgery in the target lesion due to in-stent restenosis. The condition resolved and the patient was discharged on (B)(6) 2011. There was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of ischemia, stenosis/restenosis, and surgical procedure (coronary artery bypass grafting) are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.